Event description:
Customer narrative: "on (B)(6) whilst performing a prone cardiac scan we had a significant incident occur. The patients feet were hanging over the patient bed and whilst moving the patient into the gantry their feet became caught between the bed and CT pallet. The patients left toe was injured with skin tears and bleeding, we x-rayed the big toe and a small fracture was detected." Manufacturer narrative: the designated complaint-handling unit (dcu) has reviewed this submission. We have evaluated this event based on event description, product labeling and technical knowledge. There are no product defects or failures. The labeling is adequate and provides instructions about positioning patients and clearing obstructions and patient body parts before initiating motion and to keep obstructions and patient body parts away from moving components. The labeling includes adequate instruction for the user to monitor and observe the patient at all times so that emergency measures such as the touch pads and/or emergency stop can be used to stop all motion if necessary. The following warning is present in the labeling: "improper patient positioning, or subsequent patient movement after positioning, could put the patient in the path of system motion! Patient injury and system damage can result. Always observe the patient and maintain communication to ensure that patient body parts (for example, patient limbs, clothing, hair, ivs, etc.) Are clear of contact to avoid pinching or crushing." The root cause of the event is user error. The operator did not take care to properly position the patient and ensure the patient's legs and feet were within the system components (positioned on the patient bed, not hanging over the patient bed). This is a patient injury (fracture of toe). There was no injury to the operator.